Manufacturer narrative:
Per tandem pump user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge o-ring was missing from the cartridge and that an o-ring was on the pneumatic tap. Subsequently, the customer went to the emergency room and was hospitalized with a blood glucose (bg) level of 250mg/dl and a high ketone level. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was able to remove the o-ring from the pump. A system check was performed, and it was found that the customer was using off label insulin (lyumjev) within the pump supplies. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.